Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was no longer annunciating audible tones for alerts/alarms. There was no reported adverse impact to customers blood glucose. Tandem technical support attempted to follow up with the customer and complete troubleshooting, however customer declined to do so.